Event description:
It was reported that the power cord sparked due to a damaged power prong. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Power cord was replaced.